Event description:
It was reported by the sales representative that the patient was presenting with horner's syndrome following implant surgery. The patient's neurologist indicated that the condition was due to the surgeon nicking an artery during the implantation procedure. The physician stated that the adverse event should clear up over time. The patient's device was turned off after the surgery and had their device turned on later on. No additional relevant information has been received to date.